Event description:
After completing an arthroscopic subacromial decompression using a diamondvac 90, the surgical drapes were removed from the patient and it was discovered that the patient had sustained approximately a 2 x 3 cm burn between the shoulder and neck, adjacent to the anterior subacromial portal. The physician then noticed that saline was likely dripping from the wand and onto the patient. The facility concluded that the saline drip was the cause of the burn. No other information was available.